Event description:
The customer reported the ventilator remote alarm port wasn't functioning. The customer reported the ventilator was not in use on a pt therefore there was no pt involvement or harm. The manufacturer's field service engineer confirmed the reported problem and replaced the main pcb. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode.

Manufacturer narrative:
Received by MFR date: 09/02/2014. Conclusion / root cause: broken solder connections at cn2 pins 1 - 3 caused the remote alarm not to work. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator remote alarm port wasn't functioning. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the reported problem and replaced the main pcb. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode.